Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and was retrieved using a gloved hand. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual and functional analysis of the returned uphold vaginal support system device confirmed that the needle dart detached. The suture on the blue with white stripe dilator was broken and the dart was retrieved from behind the cage of the capio suture capturing device. There was a small amount of suture on the dart. Visual analysis of the mesh assembly and the suture capturing device revealed no issues. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached and was retrieved using a gloved hand. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.